Manufacturer narrative:
In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
It was reported that the ventilator was alarming vent inoperable, motor fault, low peak inspiratory pressure (pip), low exhaled volume (ve), high rate, and transducer fault. The events log included transducer fault occurred and turbine diff press transducer failed at 0 cmh2o calibration. There was no harm to the patient.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed and the reported issue was duplicated. The turbine differential transducer (pt 800) is not calibrating at the zero point. This issue will be internally investigated within vyaire.